Event description:
The patient contacted animas on (B)(6) 2012 stating the pump is cracked near the battery cap; however, the pump was functioning correctly. The patient denied trauma to the pump. The patient stated the battery cap had never been replaced on the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: 10/02/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation confirmed the pump is cracked at the battery compartment. On testing, the up arrow, down arrow and ok keypad buttons were normally responsive. The contrast button had intermittent response. The audio bolus button was difficult to push and is responsive. The audio bolus button cover was removed for investigation and revealed contamination under the contact. The keypad cover was removed and revealed contamination under the contrast, up arrow and down arrow button contacts.

Manufacturer narrative:
The initial medwatch was submitted based on the product analysis investigation that revealed an issue with the keypad buttons.